Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported diminished vaporization and tip burnt events were able to be confirmed as analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited severe debris adhesion on surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium - neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber and the aiming beam was observed to present at the fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, there was significant diminished vaporization efficiency with the fiber. The fiber tip burned out after 63,000 joules of use. It was noted that the physician ensured the distance from the fiber to the tissue was approximately 2mm. The irrigation solution was positioned at least 106cm higher than the level of the endoscope/cystoscope. The flow valve was opened and fluid was observed to be coming out of the metal cap window. The physician did not bury the fiber in the tissue during use. There was no excessive tissue accumulated on the tip requiring cleaning. The procedure was completed with a second fiber without clinical consequences to the patient. Analysis of the returned device identified the glass cap exhibited a circumferential fracture at the distal side of the fiber / cap fusion zone at the bevel edge. The potential for forward firing exist.